Event description:
It was reported gamma 3 was implanted. Surgeon indicated that when tightening set screw that it took extra force than usual. After insertion of the setscrew, surgeon confirmed that it was tightly set into the lag screw. However, two months late, the lag screw backed-out of the nail. Fixation was not successful. The pt required revision.